Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 57 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 130 mg/dl. The customer has not had issues with bent cannulas. It was found that the customer was using an expired sensor and was advised against it. Troubleshooting was performed. The customer was advised to turn the sensor off and then on and select reconnect to old sensor. Customer will continue the sensor. Current sensor glucose was 74 mg/dl.